Event description:
Patient called in on 10/10/2011. The patient reported the lead became loose. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).